Event description:
Patient had an interventional procedure to right iliac artery. There was a 5fr x 90 cm ansel modification sheath in the left brachial artery that went up over and down aorta. At the end of the procedure, physician was removing a charger balloon over a 260cm stiff angled glide wire through the sheath. The balloon became stuck in the sheath, after multiple negative pulls, physician removed wire, balloon and sheath intact. Pressure held to left brachial site. Protamine given. Patient transported to pre/post recovery. No harm done to the patient - all equipment was removed from the patient's body and pressure was held. Patient was discharged home the same day.